Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they lad leakage so they went to check their therapy settings, but the patient programmer was blank. They replaced the batteries and were able to connect after a couple of attempts and saw that they were still at 3.0v, but still didn't feel stimulation. The patient described normal stimulation as a shock. The caller was worried that something was wrong because they has a return of symptoms and were not feeling stimulation. The patient kept going back and forth between the issue being the programmer and the ins, so patient services was unsure what the actual issue was and the patient did not clarify. Patient services recommended calling back when the patient has access to the patient programmer for troubleshooting. No further device issue alleged / identified. No further patient symptoms or complications were reported.